Event description:
On (B)(6) 2010, the surgical technician reported that the jaw broke off of the needle holder during a total knee while suturing/closing fascia. The piece fell onto the field and was easily retrieved, no x-ray necessary. There was no pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.